Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on undisclosed date. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: june 1, 2018 through july 31, 2018. Psr submission number: 2210968-2018-75203. Psr report identifier: (B)(6). All event details will now be captured via emdr report number.

Manufacturer narrative:
Date sent to the FDA: 4/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.